Event description:
The user reported pt monitoring devices were unable to connect to central station. Welch allyn technical support was able to check in the system and confirmed the reported malfunction. The user facilities personnel inspected the system and reported "no lights on switch." Central monitoring was interrupted for three days.

Manufacturer narrative:
The device (acuity) is an installed centralized pt monitoring system that utilizes a sun microsystems central processing unit (cpu). The device receives, analyzes and displays pt vital signs data from multiple bedside multifunctional pt monitoring devices through either wired or wireless connections. The component within the system that malfunctioned is a switch, which is part of the acuity wired network. Investigation confirmed the reported problem of a switch that would not power on. Troubleshooting isolated the cause of the malfunction to a defective internal power supply within the switch. A replacement switch was sent to the customer.